Event description:
It was reported that during a procedure impedances over 4,000 ohms were measured. The patient could not feel paresthesia. The lead was reconnected to the extension, and extension to the implantable neurostimulator (ins) for both channels. All impedances were still greater than 4,000 ohms. The lead was disconnected from the extension and a new trial of stimulation with a multi-lead trialing cable and external neurostimulator (ens) was used. The patient could feel correct paresthesia and impedances were okay. The extension was replaced and the impedance issue did not resolve. The ins was replaced and the impedances were okay.

Event description:
Additional information received reported that during the revision that occurred on (B)(6), the physician realized that the lead was damaged, which may have contributed to the high impedances measured during implant of the device. The lead was replaced.

Manufacturer narrative:
Concomitant medical products: product ID 7489-51, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, serial no. Unknown, found the lead body conductor broken, anchor site unknown.

Manufacturer narrative:
Analysis of implantable neurostimulator found no anomaly. Analysis of the lead extension found no anomaly.